Manufacturer narrative:
(B)(4). Review of the available programming and diagnostic history.

Event description:
It was reported that the recently implanted vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance. The patient's device was subsequently disabled. Review of the available programming and diagnostic history showed normal diagnostic results on the date of implant. The patient underwent exploratory surgery on (B)(6) 2015. Pre-operative diagnostic results showed high impedance (impedance value - 5741). During the procedure, the surgeon observed that the lead pin was not completely inserted into the generator header. The surgeon reinserted the lead pin into the generator header and system diagnostic results showed lead impedance within normal limits (impedance value - 3980 ohms).